Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 13 years and 10 months post the initial right reverse total shoulder arthroplasty, the patient had pain and was revised due to infection. The glenoid had a pus-like coating around the plate. Pus was behind the glenosphere. The patient was revised to a competitor system. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.